Event description:
Allegedly, the patient was revised due to the following mom complications: metallic inflammatory reaction; elevated cobalt chromium levels. (Left) additional information received on 10/25/2016. Invoice located item was cocr neck product.